Manufacturer narrative:
The customer indicated the use of an unspecified cartridge and an unspecified handpiece. Associated products were not provided. It is unknown if qualified products were used. The lens model reported is only qualified for use in specific cartridges. Two viscoelastics were indicated, only one is qualified for this lens with the approved cartridge combinations. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported an intraocular lens (iol) that fell to the back of the eye during the first cataract surgery. It was later removed by a retina surgeon and noted that the arm was "kinked". The surgeon tried to straight the lens and it fell to the back of the eye again. It was eventually removed. The consumer had a corneal transplant as a result of this issue. Additional information was received stating an anterior vitrectomy was performed.